Event description:
Surgeon could not fit the tibial insert to the baseplate. Another insert was readily available and inserted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.